Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0. H3, h6: no products have been evaluated by medtronic personnel. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that while navigating, instruments and reference frame quickly flickered in and out of view in the tracking window. The site stated that this happened randomly and occurred multiple times in a row before tracking stabilized and the site could move forward. The site performed the following: wiped passive tracking spheres, replaced tracking spheres, adjusted lights overhead, and ensured no obstacles were obstructing the cameras view of the instruments/patient tracker. The manufacturer representative (rep) came in toward end of case and performed checkout after case to recreate error. The rep set up the camera and instruments/patient tracker. The rep navigated with instrument and was unable to recreate flickering. The rep left instruments/tracker immobile and within view of the camera for three to five minutes. While stationary, instruments/tracker flickered in and out of view in the tracking window.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a cranial resection. There was no impact on the patient outcome.

Event description:
It was reported that the system date was incorrect. The system could not download logs with incorrect date. The clinical specialist (cs) corrected the date to current date and collected logs. The patient images were dated from the incorrect date, but could not confirm if this would persist after a system reboot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.